Event description:
It was reported that the patient underwent a revision procedure wherein the ipg and lead was replaced due to an unknown reason. Additional information was received that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg and lead was replaced due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 223270.